Event description:
Additional information stated the physician did not feel that the bioprosthetic valve contributed to the observed adverse patient effects, and the model/serial numbers for the device were not available.

Manufacturer narrative:
(B)(4). Title: elective valve-in-valve implantation for migration of a corevalve in a patient with bicuspid aortic valve stenosis citation: catheterization and cardiovascular interventions 2015;86:334¿338 (doi: 10.1002/ccd.25796) authors: yutaka tanaka, md, phd, masashi tanaka, md, phd, and shigeru saito, md date of publish used for event date.

Event description:
Medtronic received information via literature review of an (B)(6) female patient with bicuspid aortic valve stenosis who underwent a procedure to implant a medtronic 26-mm transcatheter bioprosthetic valve (serial number not reported). Prior to the procedure the patient experienced a subendocardial infarction, hemodynamic instability, pulmonary congestion, and consequently required mechanical ventilation and balloon valvuloplasty as a bridge to the procedure. During the procedure the bioprosthetic valve was deployed in a high position and subsequently dislocated from the target position resulting in moderate paravalvular leakage. Additional procedures were not performed due to concerns that potential complications may have been critical for the patient at that time. The in-hospital course was uneventful, and the patient was discharged six days following the procedure. However, 19 days after discharge, the patient was readmitted for acute dyspnea with severe aortic regurgitation. A computed tomography (CT) scan showed the bioprosthetic valve had migrated into the ascending aorta. After a multidisciplinary meeting was held, a second transcatheter aortic valve implantation (tavi) was performed 57 following the first tavi procedure. A second medtronic 26-mm bioprosthetic valve was successfully implanted inside the first at a lower position, resulting in no aortic regurgitation. Postoperative monitoring revealed a new ventricular branch block. The patient was discharged six days after the procedure with significant improvement. At a two month follow-up, a CT scan showed good fixation of both prostheses. At a one year follow-up the patient was noted in good condition without any symptoms or cardiovascular events; a transesophageal echocardiogram (tee) confirmed excellent prosthetic valve function with no residual regurgitation. No additional adverse patient effects were reported. Additional information has been requested.